Event description:
An endurant ii stent graft system was implanted in a patient during the endovascular treatment of an abdominal aortic aneurysm.  It was reported on an unknown date that follow up CT identified aneurysm enlargement and a suspected type iiib and type ii endoleak. Intervention was performed. CT during the intervention confirmed a type iiib endoleak in etlw1620c124ej.   An additional etlw1616c82ej ((B)(4)) was implanted from the flow divider resolving the type iiib endoleak. A type ii endoleak was also confirmed and coiling was performed to resolve this endoleak. Per the physician the cause of the type iiib and type ii endoleaks were undetermined. No additional clinical sequelae was reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.